Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Evaluation: an empty opened foil, an empty labeled winding former and a needle/suture of product it were received for analysis. During the visual inspection of sample, the swage and attachment area were noted to be as expected. Marks on the body needle that appear to be by the use of a surgical instrument could be observed. The suture was examined and body fluids at some barbs were observed and one side of fixation tab was broken. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the sample, it could not be determined what may have caused the reported incident.

Event description:
It was reported that a patient underwent a hip surgery on (B)(6) 2019 and the barbed suture was used. It was reported that prior to surgery there was just half anchor when suture was taken out of the package. During evaluation of the returned sample, it was observed that one side of fixation tab was broken. There were no adverse patient consequences reported.